Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening) and inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 10/14/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening) and inflammatory response. The device was returned to the third-party service center for further evaluation. The device was evaluated. There were no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were one error found and there was no visible foam degradation and device dispositioned. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.